Event description:
Reporter states her lens did not fit and she had burning and discharge with pus in 2006 and dr told her that she was having and allergic reaction with dry eyes. Patient went to hosp eight days later, and dr found spots on her left cornea and a right corneal scar and conjunctivitis in both eyes, went back to dr a week later and was given medication for the infection. Reporter states that she called johnson and johnson and was told that they would send her a replacement box. Reporter states that there was no insert in the boxes and two of the boxes were made in china and had silicone in them. This was not stated on the box b00587x2jl, b005kgp0ft, b005kg2fn, cat# 3390514462.